Event description:
The customer reports the keys on the front keypad cannot be used and self test menu is inaccessible. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.